Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this information within this report for reference purposes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: a 9fr terumo sheath was leaking profusely through the valve when the dilator was removed with no wire in the sheath; the amount of blood loss was not measured and is unavailable; and the issue did not affect the patient's condition or the case outcome.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00104 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore the investigation results are based upon the user facility information and the evaluation of three recent retention samples. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing on the samples met manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00104 to provide the sample evaluation results.